Event description:
The insulin pump was returned for unknown reasons.

Manufacturer narrative:
The insulin pump failed the displacement test due to an out of phase motor encoder signal. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.